Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: concomitant product, b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing c-ring in light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing of c-ring in light guide adapter, due to a physical impacts and similar damage occurred, resulting in the c-ring falling off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: avoid that the endoscopes touch each other during reprocessing, transport or storage. Disconnect the light-guide connector from the light source. Pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had parts of connecting section missing. There were no reports of patient harm.